Event description:
A malfunction with code malf 12 was reported, but there were no notable events before the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Tandem technical support provided assistance to reset the pump, and the malfunction did not recur after the reset. The customer was informed to continue using the pump and advised to call back if the malfunction code appears again, which the customer understood and acknowledged.